Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 62947uq10, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. As part of the troubleshooting the sample was retested on another platform c8000 (sn (B)(6) using the same reagent lot and a result of 18 mmol/l was generated, results on c4 and c8 were compared with results on the istat which generated a result of approximately 22 mmol/l. The lab was questioning the resistivity on their water system and troubleshooting was performed to resolve resistivity. After replacing the reagent pack and fresh calibration no further issue was seen. In addition, review of the data associated with lot number 62947uq10 indicate the patient median is within 2 sd of the established baseline. Therefore, no unusual reagent lot performance was identified for lot number 62947uq10. Labeling was found to be adequate for the issue under review. Based on the investigation, no systemic issue or deficiency of the co2 assay was identified.corrected data found in section d4 catalog # (changed from 03l80-31 to 03l80-22).

Event description:
The customer observed falsely depressed co2 results generated on the architect c4000 instrument. They tested within the critical range on the c4000 and when repeated on the c8000 (sn (B)(6) are within normal range. The following data was provided: sid (B)(6). Initial 15.8 on c4100. Repeat 18 on c8200. Istat 22 (customer is unsure of the exact value but md claims it was within normal range) normal range 22 ¿ 29, uom mmol/l). The patient did not receive any treatment based on initial false results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed co2 results generated on the architect c4000 instrument. They tested within the critical range on the c4000 and when repeated on the c8000 (B)(4) are within normal range. The following data was provided: sid (B)(6). Initial 15.8 on c4100 repeat 18 on c8200 istat 22* (customer is unsure of the exact value but md claims it was within normal range) normal range 22 ¿ 29, uom mmol/l). The patient did not receive any treatment based on initial false results. No impact to patient management was reported.